Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 keep beeping and unable to recover. The technical support specialist (tss) confirmed that bdnz service had checked with the customer and identified that the issue was related to the refrigerator connected to the system. It was confirmed that end users had inadvertently left the fridge door open, which contributed to the reported malfunction. The situation was promptly addressed, and no additional corrective actions were required. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 drawer 7 keep beeping. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.